Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, customer changed pump supplies and administered a correction bolus to address the bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 382 mg/dl.